Manufacturer narrative:
(B)(4).

Event description:
It was reported that presented in the operating room for a surgical procedure with electrocautery unrelated to the device, the patient received inappropriate shock. During the procedure a magnet was placed on the device, however it is thought that the magnet was not properly placed resulting in the device going in and out of magnet reversion during the procedure. It was noted that the therapy was inappropriately triggered by oversensing electrocautery. The procedure ended with the patient in stable condition. The device remains implanted. The patient will continue to be monitored.